Event description:
Patient presented to the emergency room at the hospital in 2007 after a witnessed cardiac arrest despite having a boston scientific implantable defibrillator with a medtronic model 6949 rv lead, implanted in 2006. Family stated, "his eyes rolled back and he collapsed." They did not notice any pt monitor "twitches" to suggest he received any ICD shocks. CPR was initiated by emergency medical technicians. He rec'd external shocks and regained a rhythm, and was taken to the emergency room. His cardiac status stabilized, but he did not regain consciousness, and eventually expired three days after the original date. The pt's ICD was interrogated. Stored electrograms from ICD confirmed ventricular tachycardia and fibrillation, however, also demonstrated "noise" on the rv lead from episode #65, consistent with premature rv lead fracture. Review of earlier stored electrograms, obtained after his last prior pacer clinic visit, revealed events approx two months prior to original date, which demonstrate ventricular non capture, ventricular oversensing, and farfield atrial sensing suggestive of intermittent lead fracture or insulation defect. I am concerned this pt expired because his ventricular arrhythmia was not appropriately recognized and/or treated by his ICD due to premature rv lead fracture, and I would recommend recalling this rv lead -other fractures have been noted in our practice, though none fatal-. Dates of use: 2006 - 2007, diagnosis: severe ischemic cardiomyopathy, coronary artery disease.